Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up reported will be submitted with all additional relevant information.

Event description:
It was reported that the seal on the copilot leaked. While working with the stent delivery system through the copilot, leaking was noticed from the seal. The physician changed his technique to hand tightening the copilot seal in order to complete the case. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device noted blood inside the valve and on the seal with no contrast visible. No damage was noted on the device. The cap was returned in the closed position. The inner diameter of the copilot was measured and met specification. A new indeflator and a plug were used to pressurize the copilot with the clamp seal closed, and then again with a hypotube in the seal. No leaks were observed in the testing. The reported experience could not be confirmed. In this case, as the device did not leak under testing, it is possible that an outside circumstance occurred, i.e. It is possible that the seal was left in the open position. Regardless, as testing has indicated the device is functioning as intended, there is no indication of a deficiency. A review of the lot history record for the reported lot revealed no nonconforming material records, indicating that all lot release testing met specification. A query of the complaint handling database for the reported lot was performed and no quality deficiency was identified. Three unused devices were returned in association with this reported device issue. The three devices were from the same lot as this incident, and analysis noted no device issues.